Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above ami cut-off generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was centrifuged for 5 minutes at 5100rpm. A field service engineer (fse) was dispatched on (B)(4) 2010. Fse cleaned, adjusted, and verified some hardware components, and performed a system check. The results met published specifications. No hardware issue was noted. A definitive root cause for the event has not been determined to date.